Event description:
A medtronic representative reported that the screw on the spine clamp instrument was stripped. This was discovered outside of a clinical setting. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued and a replacement device was shipped to the site on 3/19/2014. No parts have been received by the manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.